Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer reported damage to the belt clip. The customer reported a blood glucose value of 496 mg/dl. The customer experienced hyperglycemia and was treated with a bolus and manual injection. The event involved product(s) unomedical, unk_reservoir, acc-1601, and mmt-1884. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for the battery cap. The customer stated that the damage was on the metal contacts. Troubleshooting was performed for the high blood glucose, and the type of diabetes was type 1. Troubleshooting was performed for the pump clip troubleshooting and the non-serialized product being replaced. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for acc-1601. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) unomedical, mmt-332a, acc-1601, and mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for acc-1601. No product return is required for mmt-1884

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d10 - updated concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.